Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the tip of the 5max ace catheter was found fractured and was not used. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.

Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
Conclusion code the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Other text : the hospital discarded the device.